Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used extension set without packaging was returned in connection with this complaint. A picture of the same extension set was also returned from the customer. Visual examination of the returned picture could not confirm any defects. The returned sets were pressure tested per specification with failing results. Leakage was spotted on the green female luer lock connector. Visual examination noted a vertical crack near the knit line of the connector. This defect has been confirmed. While we are unable to confirm the root cause of the reported defect, two stress cracking tests were performed on house retains samples and no defects were noted. The retain samples met all test requirements. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the end user discovered blood leakage at the tube hub. No injury reported.